Event description:
Carefusion sales representative called on the customer's behalf to report that the physician was having trouble getting the sample out of the sample notch, and the needles are difficult to open when the procedure is done. On (B)(6) 2012, a needle was completely stuck in the closed position, so the sample could not be obtained. Customer alleged that as a result of the biopsy, the patient developed pneumothorax. The customer did not have any further information regarding the reported condition.

Manufacturer narrative:
(B)(4). The root cause for the reported condition could not be determined due to the sample not being available for evaluation. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition.

Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A follow up medwatch will be submitted upon completion of carefusion's investigation.